Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was deployed without intraprocedural issue. While in the post-anesthesia care unit (pacu), the patient developed hypotension. A transthoracic echocardiogram (tte) was performed, which identified that the closure device had embolized and was in the left ventricle. A sternotomy was performed for device retrieval, and the closure device was successfully explanted, and the patient was subsequently transferred to the intensive care unit (ICU) for further management. The patient remains hospitalized and is expected to fully recover.

Manufacturer narrative:
B5: information added. H6 impact code added: medication required.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was deployed without intraprocedural issue. While in the post-anesthesia care unit (pacu), the patient developed hypotension. A transthoracic echocardiogram (tte) was performed, which identified that the closure device had embolized and was in the left ventricle. A sternotomy was performed for device retrieval, and the closure device was successfully explanted, and the patient was subsequently transferred to the intensive care unit (ICU) for further management. The patient remains hospitalized and is expected to fully recover. It was further clarified that this was a concomitant pulse field ablation (pfa) procedure, and that the patient required intravenous fluids during the laa closure procedure due to left ventricle volume status. Laa was ligated during the sternotomy procedure. The patient was discharged home two (2) days post index procedure.